Event description:
Philips received a complaint by the customer on the v60 indicating that the devices cart is not stable, keeps rocking. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The biomed customer tightened all screws to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H11: the unit was not in use. The v60 was in storage at the time the loose vent stand was found. No patient or user harm was reported.